Event description:
Reporter alleged the patients blood glucose measured 136 mg/dl on one professional blood glucose device compared to another professional device which read 46 mg/dl along with the lab measurement of 47 mg/dl. It was stated the patient was treated with 25 ml of d50w as a result and after 15 minutes of treatment, glucose measured 113 mg/dl. No other actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.